Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that the device unexpectedly powered off while in use. No patient consequences reported.

Manufacturer narrative:
The log files of the affected device were provided for the investigation. Log entries confirm that four warmstarts occurred on the reported date of event. Internal monitoring detected a deviation within the communication between systems connected to the can bus. Such error may come from external electrostatic effects exceeding the requirements given in iec60601-1-2. No other device related failure could be found. The device reacted as specified to such disturbances by triggering a warmstart to resolve the issue. During a warmstart which lasts approximately 8 seconds, the device would generate an audible alarm and an emergency-breathing valve would open allowing for spontaneous breathing. After the boot sequence has been completed successfully (duration approx. 8 seconds), the ventilation continues with the latest set parameters. Immediately after restarting the ventilation, a "mv low" alarm will be generated, which will sustain until the applied volume is greater than the set lower limit for the minute volume. After the warmstarts, the device was switched off by the user. There was no device problem after the next power on. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
Please refer to the initial report.